Event description:
The customer reported, a charger fail error message while fluoroing. The alarm reset allows cases to continue. No patient injury as a result of this issue.

Manufacturer narrative:
The ge service rep checked the charger output and it appears to be normal. He suspect intermittent issue with charger sensing circuits. He checked functionality of esd kit and replaced the inverter driver pcb. While troubleshooting, the rep turned the system off. When he tried to reboot, the breaker for the workstation would not hold in the on position. He replaced all three breakers on back of tower. (Cb1, cb2 and cb3) and checked the system with several fluoro exposures. The system works as intended.